Manufacturer narrative:
Additional information received: block device available for evaluation, device evaluated by MFR have been updated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the bladder and ureter during a cystoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke inside the patient but were successfully retrieved, though it is unknown how the pieces were retrieved. No patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke inside the patient but were successfully retrieved, though it is unknown how the pieces were retrieved. The patient's condition after the procedure was reported to be okay. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken in two pieces and both catheter sections were bent in several locations. The noted failures likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the bladder and ureter during a cystoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke inside the patient but were successfully retrieved, though it is unknown how the pieces were retrieved. No patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.